Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during ablation, using an intellanav mifi catheter, a high temperature error was observed on the maestro controller. During troubleshooting, the physician realized the irrigation port on the catheter handle was leaking. Replacing the catheter resolved the issue, and the procedure was completed successfully. No patient complications were reported.